Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tip of the driver for the spinal clamp was loose and would not hold the spine clamp properly. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: manufacture date of the part is now provided in the appropriate field. Analysis of the returned driver discovered a mechanical failure, the tip of the driver was worn with edges rounded over. However, the driver is still functional with a loose fit.